Event description:
Baxter product surveillance received a report via the home patient's nurse that a home patient had their minicap fall off their transfer set. The minicap was placed on 05/26/2006, and the minicap had fallen off his transfer set on 05/30/2006. The patient had not yet begun peritoneal dialysis, and came to the clinic on 05/30/2006, where his line was flushed, and a new line and minicap were placed. There was no patient injury or medical intervention associated with this incident.

Manufacturer narrative:
Samples were not available for analysis.